Event description:
It was reported that the pump touch screen seemed to be unresponsive. When the screen was pressed, a temperature alarm occurred, followed by a malfunction alarm. The customer's blood glucose level was impacted (365 mg/dl). It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.